Manufacturer narrative:
An event of paravalvular leak and valve under expansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, but may be due to the patients severe calcification. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.

Event description:
It was reported that a 25mm portico valve (18844242) was selected for an implant on 6(B)(6) 2022 in a patient with a history of severe aortic stenosis. The pre-procedural imaging assessment confirmed severely calcified aortic valve with the horizontal aorta. The annular perimeter was measured at 69.5 to 71.9mm based on different cardiac cycles which suggested the use of 25mm portico. The right femoral artery was opted for transcatheter aortic valve implantation (tavi) access and an 18f sheath was inserted as the outer sheath. The patient's aortic valve was pre-dilated with a 20mm non-abbott device. The 25mm portico valve was loaded and delivered by flexnav delivery system. The valve was positioned at 8mm below the non-coronary cusp (ncc) and 5mm below the left coronary cusp (lcc) at 80% deployment, but the valve tilted and mispositioned in a bit when the valve was completely deployed. The aortogram showed moderate to severe paravalvular leak (pvl) with the valve positioned at 10mm below the ncc and 12mm below the lcc. The implanters post-dilated the valve with a 22mm non-abbott device but failed to mitigate the pvl while the measurement showed a mean gradient of 15mmhg. The implanters suspected the major cause of the pvl resulted from supra-skirtal leak due to deep positioning of the portico valve and decided to put in a second valve to cover the leak. The second 25mm portico (19271036) valve with flexnav system was prepared. The second valve was deployed at 4mm below the ncc and 5mm below the lcc. After implant, post-dilatation with 22mm non-abbott device was done to facilitate the sealing and expansion of the second valve. The final aortogram showed mild pvl while the measurement showed a mean gradient of 4mmhg. There were no difficulties in deploying or retracting the valve at any point during the procedure. There were no interactions between the delivery system and the deployed valve. The first 25mm portico valve was never snared. The patient remained hemodynamically stable throughout the implant procedure and there was no clinically significant delay due to this event. Related manufacturer reference number: (B)(4).